Manufacturer narrative:
E1: (B)(6). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope presented a blackout (no image). During the initial operation phase of a biopsy of nodule procedure, the bronchovideoscope worked normally. However, when entering the critical phase of the examination, the monitor of endoscope suddenly displayed screen flickering and remained blacked-out after several seconds, forcing the examination to be halted. The issue was thought to be a possible loose interface connection. Upon the arrival of the equipment department personnel, the personnel conducted preliminary inspection and found that water invasion within the scope caused the malfunction. A professional repair was immediately arranged. This malfunction caused no physical harm to the patient, and a new examination appointment will be scheduled for the patient.